Manufacturer narrative:
1. DHR/bhr review: 1 the batch number of the complained product is 3353361, is 18g and product code is 383756, produced on 2024/02, with a total of (B)(4) pieces in this batch. 2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. 3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer did not return any samples or photos, the defect status cannot be confirmed. 3.take the retained sample of this batch q-syte fuction test, and no abnormality was found. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus gn 18gax1.16in prn-cap y non-pvc leakage. On (B)(6) 2024, when a nurse was instilling oxytocin for a patient after cesarean section, she found leakage from the heparin cap of the closed indwelling needle; she immediately stopped using it and reported it to the head nurse and the nursing department.